Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 31580925l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that during atrial fibrillation (afib) ablation procedure with thermocool smarttouch sf catheter and the patient experienced blood pressure decrease, cardiac tamponade treated with pericardiocentesis and temporary pacemaker. After the procedure was completed, the blood pressure was continuously in the 80¿s, and cardiac tamponade was diagnosed. Pericardiocentesis and a temporary pacemaker implantation were performed, and the patient left the room. The patient would continue to be followed up. The physician¿s assessment on health hazard was that it was serious. No extension of hospitalization was noted. Visitag coloring setting was tag index, and visitag additional filter was force over time (fot). The physician's comment on the relationship between the event and the product was that the cardiac tamponade might have occurred during persistent left superior vena cava (plsvc) ablation. Because the patient has plsvc, it is highly likely that the cardiac tamponade occurred in areas not visualized by intracardiac echocardiography (ice). No abnormalities observed prior/during use of the product. Ice showed no pericardial effusion but the patient showed signs of distress. Upon checking with the body surface echo, cardiac tamponade was confirmed. Additional information received indicated that four hours after the procedure, the patient's condition was fully recovered. The patient has been discharged from the hospital as scheduled or with a one-day extension. The temporary pacemaker is planned to be removed on the day after the procedure. The patient did not require cardiac surgery. No error messages observed on biosense webster equipment during the procedure. The procedural activated clotting time (act) was 300-400 seconds. No catheter exchanges occurred during the procedure. One transseptal puncture site was performed during the procedure. The energy delivered was radiofrequency (rf). Transseptal puncture was performed with a sepnee (kaneka) rf needle. No evidence of steam pop. The flow setting used for irrigated catheter was pre: 1sec and post: 2sec. The patient did not require cardiac surgery. Correct catheter settings were selected on the smartablate generator. The force visualization features used were contact force (cf), realtime graph, and vector. The visitag module parameters for stability used were range: 3mm, time: 3sec, force over time (fot) 25%3g, and tag size: 2mm.